Event description:
When he attempted to connect the cycler set the second patient connector was not working. He could not get the pint to fit. Reportedly, the pt became ill and was seen in the ER in 2006. Labs were drawn and a diagnosis of peritonitis was made. Pt was not admitted to the hosp but treated in the ER with IV vancomycin. The pt is doing well at this time. A sample is available for evaluation.